Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the 2nd and 3rd clip malformed. After the 1st firing, a popping sound was heard and the 2nd clip advanced, but was malformed in the shape of a j. The customer pulled new device to complete the case with no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.